Event description:
It was reported that during the surgery the device got broken. All broken the pieces were removed from the patient's anatomy. Back-up device was available. No patient injury reported.

Manufacturer narrative:
One suturefix ultra anr xl was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal end of the fork has broken off. The broken portion is bent in multiple places. The break area shows signs of plastic deformation. The distal tip of the outer tube is damaged on one side. The condition of the device indicates that it was subjected to an excessive amount of force during use. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.